Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: d4. Medical device lot #: 3313039. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 09-nov-2023. D4. Medical device lot #: 3275270. D4. Medical device expiration date: 31-mar-2025. H4. Device manufacture date: 02-oct-2023. D4. Medical device lot #: 3313047. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 09-nov-2023. H6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, (B)(4) retain samples from each lot were visually inspected, and no additive abnormalities or gel defects were found. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for poor clot formation/poor barrier separation/fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had poor barrier separation of sample, poor clot formation, and fibrin present in the sample. There was no report of patient impact.